Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device displayed a "lead fault" message and was unable to select the attached CPR pads." Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.